Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as pathology reported patient authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral bioprosthetic valve was explanted due to fused leaflets after an implant duration of eleven (11) years, seven (7) months, fourteen (14) days. The patient was reported to have critical mitral stenosis due to degeneration of the 27mm mitral valve. Surgeon reported that on echocardiogram one (1) of the leaflets looked like it was frozen; however, at explant two (2) leaflets were fused together. Echo showed the patient's 27mm mitral valve had obstructed. Two (2) of the three (3) leaflets were completely calcified and immobile. The explanted valve was replaced with another 27mm pericardial valve. Patient was taken to the intensive care unit in stable condition.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 1 and 3, minimal calcification on leaflet 2, and that the wireform was intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 5mm near commissure 1, and leaflets 1 and 2 by 5mm near commissure 2 on outflow aspect. A hematoma was observed on leaflet 3. The wireform was exposed on commissures 2 and 3. Multiple pledgets and suture remained attached around the sewing ring. Additional manufacturer narrative: customer report of calcification and fused leaflets was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.